Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received via the patient has experienced recurrent urinary tract infections, mesh erosion, umbilical hernia, having lost her g-spot, decreased libido, severe dyspareunia, vaginal dryness, severe yeast infection, hypoestrogenic, hormone pellet therapy, sensation of pelvic floor falling, pain, sensation of something poking her, partner feeling something, chronic constipation, vaginal dryness, mesh exposure with excision, exposure of vaginal mesh through vaginal wall, abdominal bulge, overactive bladder, recurrent stress urinary incontinence, frequency, mixed incontinence, recurrent pelvic prolapse, sexual dysfunction, urgency, recurrent rectocele, burning with urination,sensation of a bulge in the posterior aspect of the rectum, pelvic relaxation and placement of xenform mesh (x2 ) and ventral hernia. She has required multiple nonsurgical and surgical interventions.